Manufacturer narrative:
UDI: (B)(4). Concomitant medical products: k-wire device. This actual device was returned for evaluation. During evaluation of the device it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the during device testing, the coupling device was not grabbing the k-wire. During in-house engineering evaluation, it was determined that the device would not hold the smallest k-wire (failed check for self holding, check clamping range, untrue running, check for gripping power and function), made a grinding noise when running and failed check for smooth running. It was further observed that the device clamps were worn, had metal shaving on them and there was unknown debris and metal shaving found inside. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.